Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported broken battery connect pins on the battery pca.. There was no adverse patient impact reported.